Event description:
Information received from the field does not address the patient's clinical status but notes that during a follow-up evaluation, the device was programmed to ddd mode to make measurements. At the end of the procedure, the initial values button was pressed and the only parameter option available was pvarp. When program was pressed again, the mode appeared as vvi with all appropriate parameters for vvi mode. The printout showed dashes (---) for the mode.